Manufacturer narrative:
(B)(4). Attempts were made to obtain the logs, no logs were sent by the facility and therefore no investigation could be performed. Root cause of the reported event is unk. A f/u report will be submitted if logs received at a later date.

Event description:
Customer reported 24 hour chemo infusions lasting longer. An infusion was started at 6:50 pm and programmed cisplatin (combination with cyclophosphamide) 22 mg/321 ml at 13.4 ml/hr and doxorubicin 22 mg/511 ml at 21.29 ml/hr. The infusion bag was found to have a residual volume remaining in both bags requiring add'l hours for infusion. Customer states no further pt/event info is available.